Event description:
The customer reported that when starting up the system freezes. This caused an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.